Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that in 2018, a 25mm amplatzer pfo occluder was implanted in a small atrial septal defect (asd) near the patent foramen ovale (pfo). On an unknown date, residual leak was observed. Therefore, on (B)(6) 2021, a second 25mm amplatzer pfo occluder was implanted beside the first occluder with resolution of the residual leak. The patient was hemodynamically stable throughout the procedure and was reported to be in stable condition post-operatively.

Event description:
It was reported that in 2018, a 25mm amplatzer pfo occluder was implanted in a small atrial septal defect (asd) near the patent foramen ovale (pfo). On an unknown date, residual leak was observed from the pfo. Therefore, on (b(6) 2021, a second 25mm amplatzer pfo occluder was implanted beside the first occluder with resolution of the residual leak. The patient was hemodynamically stable throughout the procedure and was reported to be in stable condition post-operatively.

Manufacturer narrative:
Correction: upon review, the amplatzer pfo occluder under manufacturing report number 2135147-2021-00311 should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.